Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the balloon of the device could not be inflated and showed air leakage. Three replacements have been initiated to the patient with the same issue until it was successfully inflated.